Event description:
It was reported that 3 bd insulin syringe with bd ultra-fine¿ needles experienced product damage while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 324910 batch no: unknown (provided invalid lot # of 008307) complaint 1 of 3: distributor received concealed damaged product on 8/17/201/20. The product was crushed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 19 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for syringe damaged/crushed product due to unknown lot number.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 bd insulin syringe with bd ultra-fine¿ needles experienced product damage while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 324910 batch no: unknown (provided invalid lot # of 008307). Complaint 1 of 3 distributor received concealed damaged product on 8/17/2020. The product was crushed.